Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 . Reference MFR report #: 1627487-2018-01487; reference MFR report #: 1627487-2018-01486. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention wherein the lead was explanted and two new leads were placed. Reportedly, the patient was programmed after the surgery and effective therapy was restored. Note: it is unknown which lead was liable, as a result all are being reported.